Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash underneath one of the rear therapy electrodes. The rash was red and bleeding. The patient's neighbor, who is a nurse, recommended that the patient use lamisil on the irritation. During a follow-up the patient reported that had improved somewhat and was no longer bleeding or as irritated.